Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2005 to treat her stress urinary incontinence. It was alleged the plaintiff experienced "significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity," and other damages, the plaintiff was informed in (B)(6) 2011 that her symptoms were the result of the implanted mesh. Surgical intervention was performed on (B)(6) 2012.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.